Manufacturer narrative:
The sensor kit expiration date is 31-aug-2019. The medical event associated with this complaint occurred on (B)(6) 2020, which indicates usage of the device beyond its useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A caregiver reported on behalf of his son who received 120 mg/dl reading on the sensor and experienced symptoms described as "stomach pain, headache, and vomiting". Customer was seen at the emergency care where a reading of 486 mg/dl was obtained on the hcp meter, and he was diagnosed with diabetic ketoacidosis. Customer was hospitalized, and received sodium and insulin injection with increase in the dosage. There was no report of death or permanent impairment associated with this event.